Event description:
Device 1 of 3. Ref MFR reports #: 167487-2014-23039; 167487-2014-23040. The pt had 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced uncomfortable stimulation. It was also reported the pt did not use her system and the pt felt better with stimulation turned off. As a result, the pt underwent surgical intervention on (B)(6) 2013 and had the system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.